Event description:
It was reported that the user awoke with elevated blood glucose while using the ilet system, and the caller suspected the infusion cannula was dislodged during sleep, leading to insulin not being delivered subcutaneously; the user was advised to observe for 30 minutes without eating and to change infusion supplies if glucose continued to rise. Symptoms included hyperglycemia. Outcomes included no injury and self-management at home. Investigation included complaint assessment and user interview. Investigation of this case revealed no confirmed device malfunction and a potential infusion site or cannula displacement. It was concluded that the event was attributable to cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.